Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that after placement of the embolization coil in an aneurysm, the coil could not be detached with the controller. Two additional attempts were made to detach the coil, which were unsuccessful. During removal, the coil unexpectedly detached in the microcatheter. The coil was pushed into the aneurysm with the pusher wire. There was no reported patient injury or intervention.